Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient.